Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 kit was missing lancets. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first started on the friday prior to contacting lfs on (B)(6) 2014. The patient reported using non adjusting insulin to manage her diabetes. The patient reported 4 days after the issue first occurred she developed symptoms of ¿blurred vision and off balance.¿ the patient reported having an increased dose of medication, 35 units of insulin as treatment. At the time of troubleshooting, the cca confirmed there was no missing product. This complaint is being reported as an adverse event because the patient claims due to the alleged issue she developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.